Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is tiled anteriorly at the superior end and the end is embedded in the ivc wall. The ivc filter is tilted posteriorly at the interior end and the end is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. One (1) medial strut perforates the ivc wall and contacts the aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted due to a small hemorrhagic cerebral infarct and newly diagnosed left popliteal deep vein thrombosis (dvt). The trapease filter was deployed in the infrarenal ivc without immediate evidence of complication. The patient had a CT of the abdomen and pelvis approximately six years post implantation. Approximately four years and two months later, the axial CT abdomen and pelvis with coronal reformatted images were submitted for review of the inferior vena cava (ivc), filter position, and related findings. Per review findings, the superior end of the cordis trapease ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly at the superior end and the end is embedded in the ivc wall. The ivc filter is tilted posteriorly at the inferior end and the end is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. One (1) medial strut perforates the ivc wall and contacts the aorta. There are multiple fractured struts superiorly and inferiorly causing near complete collapse. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as well as filter collapse from strut fractures as described above. The original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years and three months post implantation. The patient reports the ivc filter fractured, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, filter tilt, filter embedded in wall of the ivc, device unable to be retrieved, multiple filter struts superiorly and inferiorly causing near complete collapse of the filter. The patient also reports suffering from anxiety related to the possibility that the filter and or fractured strut could get worse and or lead to other injury, up to and including death.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter was reported to be a small hemorrhaging cerebral infarct with a newly diagnosed left popliteal deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and deployed in the infrarenal inferior vena cava (ivc) with no evidence of complications. Approximately six years after the implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter was located at the l1-l2 interspace. The filter¿s superior aspect was noted to be tilted anteriorly and its¿ inferior aspect was noted to be tilted posteriorly. Both aspects of the filter were noted to be embedded in the wall of the ivc. All the struts had perforated the ivc up to 5mm; with one medial strut in contact with the aorta. There were multiple fractured struts superiorly and inferiorly causing near complete collapse. The patient also reported experiencing anxiety related to the possibility that the filter and or fractured strut could get worse and or lead to other injury, up to and including death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, embedment and perforations could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter tilted, perforated the inferior vena cava (ivc) and became embedded in the wall of the ivc. The information stated that filter is titled anteriorly at the superior end and the end is embedded in the ivc wall. The ivc filter is tilted posteriorly at the inferior end and the end is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. One (1) medial strut perforates the ivc wall and contacts the aorta. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is tiled anteriorly at the superior end and the end is embedded in the ivc wall. The ivc filter is tilted posteriorly at the interior end and the end is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. One (1) medial strut perforates the ivc wall and contacts the aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering and other damages.